Event description:
Procedure: vats. According to the reporter: the sulu broke intra-operatively and staples did not form properly. The surgery time was extended approximately 45 minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.